Event description:
Customer reported oil leaking from the generator. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the cathode and anode wells, and cleaned system. System operates as intended.